Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that the catheter was placed without issue or malfunction in the patient's room. However, the user was unable to mea sure the pressure. As a result, the catheter was removed and a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4). Device evaluation: it was reported that the catheter was placed without issue or malfunction in the patient's room. However, the user was unable to measure the pressure was confirmed. One single-lumen 18 ga x 4 1/4" catheter and one guide wire / tube assembly were returned. The components showed evidence of use. Visual examination revealed the guide wire tube assembly appears typical and the guide wire can be moved in and out without resistance. Microscopic examination of the catheter body found a slight indentation on the catheter body located 31 mm below the hub. This deformity indicates that the catheter body appears to have been kinked. The catheter drawing specifies the inside diameter of the tip at .035/.036 inches. The ID was measured at .035 inches. A gage wire (.035") was inserted through the entire length catheter. No blockage was encountered but dried blood was pushed out of the catheter. The catheter was then leak tested per module requirements for arterial catheters. The catheter hub was connected to the lab leak tester and liquid flow through the catheter was established. The tip was occluded and the pressure was increased to 45 psi for 30 seconds. No leaks were found. After leak testing was completed it was observed that flow through other remarks: the catheter was established. The tip was occluded and the pressure was increased to 45 psi for 30 seconds. No leaks were found. After leak testing was completed it was observed that flow through the catheter could be interrupted by kinking the catheter body at the indentation. The instruction booklet provided with the set, contains warnings not to inadvertently kink the catheter when securing the catheter to the patient and not to suture directly to the outside diameter of the catheter body to minimize the risk of adversely affecting monitoring capabilities. A device history record review was performed and did not reveal any manufacturing related issues. Since it appears that the inability to measure pressure was related to an inadvertent kink in the catheter, operational context caused or contributed to this event. No further action will be taken.